Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). (B)(6). The customer's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.